Manufacturer narrative:
The operator's manual includes a warning, "keep clear of display base when raising display from stored position to prevent skin, hair, and /or clothing from being trapped at the base." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "forearm pinched and crushed ulnar nerve" (no code available). Product problem(s): "no device problem reported" (no known device problem). The customer reported the facility scrub technician was standing on the back side of the touchscreen. The scrub technician raised the screen from the stored position while leaning her arm against it. The skin on her forearm was severely pinched and resulted in a crushed ulnar nerve. The scrub technician was off work for a period of time. An emg was done on (B)(6) 2010, and her doctor informed her that she may require surgery. No pt was involved.